Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. Syringe plunger not in place which is related to customer reported problem was found in event log history. During analysis, the reported issue was able to be duplicated. Q1 broken off from the board, plunger board also came loose off the glue. Service replaced plunger board. Performed self test and syringe test.

Event description:
It was reported that syringe plunger not in place alarm was experienced.